Manufacturer narrative:
The reported malfunction was observed and attributed to the defib receptacle connector not seated properly to the monitor board connector. The defib receptacle connector was reseated to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to select energy level and inappropriately displayed a "plug in cable " message. Complainant indicated that there was no patient involvement in the reported malfunction.